Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an open nephrectomy procedure, the clips were scissoring and double feeding. The clips were also ejecting from the device. Some fell into the patient and were retrieved with forceps. The same incident occurred with two devices. The procedure was completed without the need of a new device. There was no patient consequence.